Manufacturer narrative:
The event took place outside of the united states ((B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to dislocation approximately 1 month after the primary surgery. The primar surgery used the humelock reversed system. During he revision surgery, the surgeon explanted the size 10 cemented stem, the +9mm humeral spacer and the ø36/+6 standard humeral cup. Then he implanted a size 12 cementless stem, a ø36/+9 standard humeral cup and a new +9mm humeral spacer. Clinical case of retrospective study.